Event description:
The customer contact reported, the pt received more medication than intended. The pt was being treated for an emerging myocardial infarction and was receiving heparin therapy prior to a cardiac catheterization procedure. At 0636, channel 1 of the device was programmed to deliver an unspecified concentration of heparin in 250ml, at a rate of 20ml/hr, and delivery was started. No further programming parameters were provided. After 20 mins, the device alarmed for "air in line." At this time, the nurse noted the heparin container was empty. The physician was notified. At 0840, a partial thromboplastin time (ptt) was drawn with results reported as 250 seconds. The device was removed from clinical service. The cardiac catheterization was performed as scheduled. No medical interventions were required. At 1800, a ptt was drawn with results reported as 34 seconds. During testing at the user facility, the device passed testing. Though requested, no additional info was provided, including if the heparin therapy was discontinued or resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.